Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported medical attention needed. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.